Event description:
Title: baxter pca tubing crimping. Over the past 7 months, facility has documented at least 10 incidents involving the baxter apii pca (pt controlled analgesia) pumps. In each case, the pump appeared to be delivering the prescribed medication as ordered. However, the pt was actually not receiving any medication and therefore, did not receive adequate pain relief. Upon opening the pump, the section of tubing that was aligned next to the peristaltic fingers was crushed or "crimped" preventing any medication from flowing through the tubing. The peristaltic mechanism was crimping the tubing regardless of the tubing lot number. The pump history indicated the pt had received the basal rate, if ordered, and each demand dose. However, the bag of narcotic was full. Baxter states they have had other facility report this problem and also state they have been unable to duplicate the problem in their laboratory. However, despite switching tubing lot numbers and the MFR replacing the ap-ii pumps currently in use with "refurbished pumps", the problem persisted, although not as severe. The MFR encouraged the facility to purchase the new baxter 1 pump.